Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that the unit was not suctioning. Lms representative advised her she would need to purchase a new kit since it's been since (B)(6) and also advised her the importance of changing it out. The customer stated that she could not do that right now. Representative went through troubleshooting with water test. It is unknown if the issue was resolved. It is unclear if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against unknown purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that the unit was not suctioning. Lms representative advised her she would need to purchase a new kit since it's been since on (B)(6) and also advised her the importance of changing it out. The customer stated that she could not do that right now. Representative went through troubleshooting with water test. It is unknown if the issue was resolved. It is unclear if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).